Manufacturer narrative:
The investigation has been completed. The returned complaint devices were visually inspected. The cannula was kinked and detached at the outflow cage. The kink was observed in the returned introducer. The cause of the product damaged (product damage (detached inflow/outflow - peripheral vessel) was sheath kink due to improper technique. D.6a and d.6b revised from the initial submission in accordance with updated procedures. G.1 revised manufacturing site fax number from the initial submission in accordance with updated procedures.

Manufacturer narrative:
H.6 type of investigation code was revised. Code 4121 was entered incorrectly in the previously submitted report.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during high risk percutaneous coronary intervention procedure, a 74-year-old female patient was on impella cp support. When the case was initiated, the device was noted to have gotten kinked in the outlet area. There were no signals and flow was around 1.3 liters. Therefore, decision was made to explant the device. During removal, the physician was unable to explant the impella cp through the peel away. The physician took away half part of the device and left the other inside the peel away. The peel away and the other half were then removed. There was no reported patient harm and the procedure was successfully completed.